Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported by an acquaintance of the patient that the patient's activity level increasing caused the pacemaker rhythm and the natural heart rhythm to be in conflict with each other. The patient's chest hurt and they felt very lightheaded with a headache. The device was adjusted and the patient appeared to be feeling better. The device remains in use. No patient complications have been reported as a result of this event.